Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to the hospital for assistance fixing an issue with the left ventricular assist system. The system controller had a backup battery fault alarm. The backup battery was replaced. This did not correct the backup battery fault alarm. The system controller was exchanged. No further events occurred following the controller exchange and the patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 timestamp). Events captured on (B)(6) 2021 occurred during testing at abbott. Backup battery fault alarms due to a backup battery load test failure were intermittently active on (B)(6) 2021 at 10:33:56 ¿ 12:12:12. Transient memory tag and backup battery circuit faults were sporadically active coincident to the load test faults. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first failed, the loaded voltage measured ~11.31v and the unloaded voltage measured ~12.22v. Pump operation was not affected by these alarms. A backup battery not installed alarm was active on (B)(6) 2021 at 12:12:12 and cleared shortly after activating. The driveline was disconnected on (B)(6) 2021 at 12:13:30. The controller had a shutdown sequence initiated on (B)(6) 2021 at 12:14:00 and was powered back on with the driveline reconnected on (B)(6) 2021 at 12:59:06. The driveline was disconnected for the last time on (B)(6) 2021 at 13:03:06 for a system controller exchange. There were no other notable alarms active in the log file. The controller was functionally tested and passed all testing without issue. The system controller was run for an extended period while connected to a mock loop and was able to support pump function for the extended operation without issue. Additional information provided on 22jun2021 stated that the alarms resolved after the system controller exchange and the patient is in stable condition. A root cause for the backup battery fault alarms was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 23jul2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.